Event description:
It was reported that the bd alaris smartsite low sorbing secondary set had leakage. The following information was provided by the initial reporter: leaking occurred at texium/smartsite port connection. Patient and employees were not harmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that the leaking occurred at texium/smartsite port connection. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 10014881 lot number 25039059 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.